Manufacturer narrative:
D9: date returned to mfg 5/30/2024. One device was received for evaluation. Visual inspection found a scratched lcd lens, missing battery door, peeled dso seal, and worn uso seal. A review of the event history log found 'system fault 46,507', and 'system fault 44,510' alarms. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the most probable cause was an intermittent dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error code 44510. The event occurred during testing. There was no delay in therapy there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.